Event description:
The customer reported that the system displayed a potentiometer error after boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative was unable to duplicate the reported issue. The service representative recalibrated the collimator stops. The system was tested and found to working as intended and put back in service.